Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient contacted support after receiving an insulin occlusion alert on the ilet device while already disconnected from the infusion site. During troubleshooting, the patient attempted the fill tubing process and repeatedly received an ¿unable to proceed¿ message. The patient was instructed to remove the insulin cartridge and connector and then repeat the fill tubing process without supplies, after which the device was able to advance to the full fill volume without issue. The patient then replaced all supplies and completed a full supply change successfully, with no further issues observed. It was advised that the occlusion was most likely related to the previously used supplies. Blood glucose levels were not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.